Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 300s mg/dl. The customer stated that they recently made changes to their personal profile settings with their healthcare provider, however they have not seen any significant changes to their bg levels. Elevated bg levels were treated by manual injections, and the issue resolved.